Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of blood and clinical use was observed. A visual inspection was conducted. The c-ring was transected through the middle. The half of the c-ring that was attached to the scope wash tubing had detached from the cannula and was returned. The transected area of the c-ring appeared smooth and was not jagged or torn. No evidence of melting or burning was observed on the cut edges. Based on the condition of the device as found, the reported complaint for "distal tip (c-ring) dislodged" was confirmed. An additional evaluation (including replication of the failure with a reference device) was performed by engineering which determined that operational context caused or contributed to the event. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the distal tip had become dislodged during the harvest.